Event description:
A manufacturer's field rep was demonstrating the ultegra rpfa-trap to a dr using a blood sample obtained from a pt who had not received a gp llb/llla inhibitor drug. A test result of a "pau" was obtained. A second blood sample was drawn from the arterial sheath, and the test result was 14 pau. These results are lower that the baseline (pre-drug) reference range cited in the device package insert (125 - 330 pau). The physician decided not to administer gp llb/llla inhibitor drug in conjunction with the angioplasty procedure. After the procedure, a third blood sample was taken, and a test result of 210 pau was obtained.